Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, pre-placement of the first proglide suture was successful. When attempting to pre-place the second proglide, the foot-plate of one proglide device would not retract and the device became entrapped in the patient anatomy. No other device was attempted. A vascular surgeon was called in to perform surgical intervention to remove the footplate. The sheath was upsized to a 12f sheath, and the tavr procedure was completed. A cutdown surgery was performed to remove the device. Hemostasis was achieved via cutdown with manual suturing and the one successfully pre-placed proglide suture. There was no reported adverse patient sequela . A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.